Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Multiple organ dysfunctions/failures, cardiac arrhythmia, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed multisystem organ failure (msof) and ventricular tachycardia (vt) storms post left ventricular assist device (lvad) implant. Care was withdrawn and the patient expired on (B)(6) 2019. No autopsy was performed.